Event description:
On (B)(6) 2010, a monarc subfascial hammock to treat, "for stress urinary incontinence and/or pelvic organ prolapse." Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant," plaintiff has "experienced significant mental and physical pain an suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries." Also alleged, plaintiff "was caused and in the future will be caused to suffer severe personal injures," "severe emotional distress," "diminished enjoyment of life" and "other damages."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.